Manufacturer narrative:
Philips service rebooted the system, and an image disk replacement was planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, and image disk errors were identified on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.